Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient experienced a breast mass on the right side. On (B)(6) 2020, additional information was received indicating the patient also experienced pain and that the right breast implant was intact upon explantation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on sep 14 2020 indicated the patient experienced granuloma on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 30, 2020, the product investigation was completed. Device investigation summary: during visual inspection, a crease was observed in the posterior view. Leak testing was also performed in accordance with mentor procedures on both, and no leak sites were detected. It is possible that the crease/fold failure may be the result of the continuous and sustained stresses to the shell of the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 500cc mentor memorygel breast implants and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with like devices (catalog number 3505001bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).